Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer also states that they received a battery out limit and the insulin pump was exposed to fluid. There is fluid under the lcd display screen and they are having keypad issues. The blood glucose reading is 8.0 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, moisture damage was found on the electronic assembly and a cracked case near the display window corners, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.